Event description:
It was reported that pump screen was dark and would not turn on. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. The customer reverted to an alternate method insulin therapy.